Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received by the manufacturer representative reporting the pump was explanted and replaced on (B)(6) 2015. The catheter was found to be patent with an excellent return of fluid. The catheter was cleared and reconnected to the pump. There was no need to do any connector replacement as it was intact. The patient was restarted on the old setting. They used the drug in the old pump and placed that drug in the new pump. They did a volume discrepancy check and the expected residual volume was 36.6 mls and they got back an actual residual volume of 35 mls on (B)(6) 2015. The reservoir volume was off by 1.6 cc's. The patient was seen in recovery and the patient was doing fine. The patient recovered without sequelae. The pump was sent back to the manufacturer. On the product return paperwork, it stated the issue was device-related and over-infusion was suspected. The pump session report indicated that the new pump settings last changed on (B)(6) 2015 were dilaudid 12.5 mg/ml (5.409 mg/day), marcaine 5.0 mg/ml (2.1637 mg/day), baclofen 253.5 mcg/ml (109.70 mcg/day), and clonidine 151.5 mcg/ml (65.56 mcg/day). 35cc's were taken out of the old pump and placed into the new pump.

Manufacturer narrative:
Analysis of the pump revealed overinfusion.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the physician in regards to a patient who was being treated with baclofen 670 mcg/ml (32.16 mcg/day), hydromorphone 33 mg/ml (1.598 mg/day), clonidine 400 mcg/ml (19.2 mcg/day) and marcaine (bupivacaine) 15 mg/ml (0.72 mg/day) intrathecal therapy via an implanted pump. The pump wasn't due for a refill and there was a volume discrepancy. The pump should have had an estimated reservoir volume (erv) of 6 ml in it and there was an actual reservoir volume (arv) of 0 ml. The patient went into withdrawal in (B)(6) 2015. The physician reported this was the first time there was a reservoir discrepancy. They will continue to monitor the patient, and possibly bring them back in early to check the volume accuracy.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a physician in regards to a patient who was being treated with hydromorphone intrathecal (33 mg/ml; 1.5 mg/day), clonidine intrathecal (200 mcg/ml), and baclofen intrathecal (500 mcg/ml). The patient experienced a sudden onset of withdrawal on 07/26/2015 and went to the emergency room. On (B)(6) 2015, a volume discrepancy was discovered where the actual reservoir volume (0.5) was less than the estimated reservoir volume (5). The physician was considering programming the pump to minimum rate on (B)(6) 2015, and then turning it back to the lowest simple continuous rate on (B)(6) 2015. However, the physician thought that even the lowest simple continuous rate might be too much. The physician noted that the patient was at 7 mg/day at the time of the incident. The pump was restarted and refilled at 5 mg/day on (B)(6) 2015, and an hour after the refill/reprogramming, the patient returned to the physician&#62688;office because she was feeling sleepy. The physician then lowered the dose to 1.5 mg/day, and the patient was still sleepy. The physician was unable to go any lower than the current concentration. The patient&#62688;indication for pump use was non-malignant pain and failed back surgery syndrome. No troubleshooting, actions/interventions, volume discrepancy cause, or whether the discrepancy and withdrawal issues had been resolved. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a company representative (rep) indicated the patient was receiving intrathecal compounded baclofen 50.7 mcg/ml (dose 109.5 mcg/day), clonidine 30.5 mcg/ml (dose 65.4 mcg/day), dilaudid 2.5 mg/ml (dose 5.4 mg/day) and marcaine 1 mg/ml (dose 2.16 mg/day). Over-infusion was alleged; occurred (B)(6) 2015. It was unknown if the issue was related to a pocket fill or a programming error. A volume discrepancy was occurred where the actual residual volume (arv) was 1.5 mls and the expected residual volume (erv) was 13 mls. The manufacturer representative was meeting with the patient and physician on (B)(6) 2015 to gather more information and troubleshoot further. It was unknown if the patient was having any symptoms at this time. The reporter suspected a user error during the refill or not updating the pump with the correct volume after the refill. Nothing was confirmed or clear. The plan was to bring the patient back to the clinic in 2-3 weeks to recheck the pump volume against the new baseline volume.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.